Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed damage to power supply in the form of exposed frayed and broken internal wire from its output cable. The exposed frayed and broken internal wire also appeared to be burnt. A test power supplly was substituted to power on the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The unit was reported to have sparked and frayed wires were observed with the power supply. The unit was replaced and there were no adverse consequences to the patient.